Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction consisted of redness, inflammation, pimples (a red spot), and an infection under the entire sensor patch. The patient consulted his doctor who prescribed an oral medication (4 times a day for 10 days) to treat the infection. On that same day, the patient started taking the medication, but the patient did not remember the name or dosage of the medication he received. At the time of the report, the skin was in healing stages and had improved. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).